Event description:
The aspiration/irrigation function of this unit did not allow for a stable anterior chamber during a cataract extraction procedure. The procedure was extended to 1.5 hrs (normal procedure time is 20 minutes). The pt suffered a total collapse of the eye and developed corneal edema. Visual acuity post-op was not good because of the corneal haze that developed. As of 4/17/97, the pt's cornea has cleared and she is doing very well.